Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 failed due to a drawer retractor connection failure. A field service engineer remotely assisted the customer to reseat the drawer retractor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a failure in the main drawer 2.1. The customer had tried to recover the drawer by rebooting the station, but the issue persists. This incident resulted in a delay in patient care of about 40 minutes and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.